Event description:
A customer reported intermittent ¿4151 c.trans-z home detect¿ error message on the aia-900 analyzer. The analyzer is currently down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Fse observed the voltage on the motor drive board, performed test cup transfer, adjusted the voltage on driver board (pm061) for cup transfer z-motor, and replaced the cup assembly and flat cable due to wear problems. Fse repaired and validated the analyzer by successfully performing cup transfer alignments, cup transfer test, and ran quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2023 through aware date on (B)(6) 2024. There were two similar complaints identified during the search period, including this case. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4151) c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to wear problem of the test cup picking assembly and flat cable.

Manufacturer narrative:
The test cup picking assembly and flat cable were returned to tosoh instrument service center (isc) for investigation. A visual inspection was performed and no damage nor defects were identified. Functional testing replaced the parts on a working testbed instrument with the returned parts in order to test different operating scenarios and overall performance. In addition, the functional testing checks if the returned parts operated within the intended parameters and evaluates the durability and reliability of the parts in real conditions by duplicating complaint conditions. Functional testing confirmed the reported event was due to failure of the test cup picking assembly. The most probable cause of the reported event was due to failure of the test cup picking assembly and the cause could not be established for the flat cable issues.